Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she is unhappy with her visual outcome. She states her surgeon wants her try glasses because he is considering performing lasik. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on 05/23/2008.